Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified, however the phenomena likely occurred due to an external force applied to the relevant part, as scratches were observed on the device. A review of the instruction manual identifies the following verbiage, which can help detect the phenomena: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event. The evaluation uncovered the glue on the distal end of the device to be peeling. Additionally, the bending section cover glue was chipped. There are multiple broken elements and cut on the device switch button. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera ii ultrasound gastrovideoscope was having an image issue due to a broken lens. Upon inspection, testing and evaluation, it was observed that the adhesive was peeling and cracked due to handling issue. This event was found during estimation. There was no harm or user injury reported due to the event.